Manufacturer narrative:
It was not possible to match this event with any previously reported event. Information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Staal, c., arends, a., ho, s. A self-report of quality of life of patients receiving intrathecal baclofen therapy. Rehabilitation nursing. 2003. 28(5):159-63. Doi: 10.1002/j.2048-7940.2003.tb02050. Summary: the purpose of this study was to explore through a department quality improvement tool a possible relation between quality of life (qol), complication rates, and length of intrathecal baclofen (ib) treatment as reported by patients receiving ib therapy in a community based rehabilitation center outpatient clinic. Reported events: the most common complications cited were infection and catheter breakage or disconnect. The overall infection rate for respondents was 10% (5 patients of the 49 surveyed reported infection). The most common complications cited were infection and catheter breakage or disconnect. The rate of catheter breakage or disconnect was 10%.